Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure of the subject device which made the image output failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device. The printed circuit board failure might have occurred by the aging deterioration due to the long term-use passing more than 6 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it sometimes has been occurred the power indicator lights lit but the image on the subject device was not displayed and the display button of the subject device was also not worked. It has not occurred always, but it has occurred at the fifth time during the preparation for use. There was no report of patient injury associated with this event.